Event description:
It was reported that prior to surgery, it was discovered that the attachment device was coming apart at the tip. There were no delays to the planned surgical procedure. It was unknown if a spare device was available for use. There were no reports of patient or user injuries. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment revealed that the device was coming apart. The reported condition was confirmed. However, an assignable root cause could not be determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.